Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg and communication could not be made with the programmer. It was determined that the lower portion of the ipg was in deeper position in the buttock than the upper portion. The patient will undergo a revision wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient¿s lead were replaced during the revision due to it not giving enough pain relief. No device malfunction was suspected. The patient was reportedly doing well. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg and communication could not be made with the programmer. It was determined that the lower portion of the ipg was in deeper position in the buttock than the upper portion. The patient will undergo a revision wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient was experiencing stimulation in non target area and the ipg was confirmed to have been migrated. The patient underwent a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg and communication could not be made with the programmer. It was determined that the lower portion of the ipg was in deeper position in the buttock than the upper portion. The patient will undergo a revision wherein the ipg will be repositioned.